Event description:
It was reported that a spectrum pump alarmed door not fully latched. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom door not fully latched alarm. Eval determined the cause to be a backed out mechanism screw which mounts the front case to the pumping mechanism. This caused separation between the front cast and pumping mechanism which didn't allow proper latching operation. The mechanism screws were replaced to correct this condition.